Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 8 months ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain attributed to loosening of the cup.